Event description:
Patient representative reported left side "patient experienced severe inflammation of the breast (side unknown) with wound secretion", "painful encapsulation" baker grade unspecified "with obvious shape change", and patient "is now afraid of developing cancer". Treatment reported as "correction of the left device placement was performed". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "severe inflammation", "painful encapsulation" baker grade unspecified "with wound secretion", and patient "is now afraid of developing cancer".

Event description:
Healthcare professional reported, double capsular "dense, but slightly hardened". Device has been explanted and replaced with a non-allergan device.